Manufacturer narrative:
D10 concomitant product: gl-885, gl-885 polysorb* 5-0 und 75cm cv22 x36, (lot # d4a3062y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the thread of the suture broke immediately as it was opened. The issue happened to more than one suture. The suture was not used in the patient. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Ten representative devices were available for evaluation. A video was also provided. Visual inspection of a representative sample noted the breathable pouch noted no breaches or damage. The needle were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil pouch was inspected and identified no signs of damage or abnormalities. Functionally, the breathable pouch was opened without any tears of the tyvek packaging. The suture was removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto a machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling or loading the suture into the instron machine. The machine then pulled the suture at a rate until the suture broke. The breaking point load force was measured and the result fell below the minimum individual specifications. It was reported that the suture broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.